Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used wire guide was returned from a micropuncture transitionless access set. Visual examination showed the wire guide was separated in two segments. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. A review of the complaint history shows one other unrelated complaint associated to the complaint lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. We have notified the appropriate personnel and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an endo-venous laser ablation therapy procedure, the surgeon inserted the 21g needle into the patient's vessel. The user advanced the wire guide, removed the 21g needle, then advanced the catheter with dilator via the wire guide into the vessel. After removal of the dilator and wire guide from the catheter, they realized that the tip portion of the wire guide was missing. An "image identifier" was used to locate the missing tip portion and the surgeon opened up the vein to retrieve the separated portion. The patient was reported to be fine after the portion of the tip was removed.